Event description:
A hospital staff claims the angiosculpt device appeared inflated when removed from packaging and informed physician to not use it. The physician deflated the balloon and decided to use it anyway, physician stated that a contributing factor of why the balloon appeared inflated was possibly due to a new scrub nurse that may have inflated the balloon during preparation for use. Assuming this was the case, the physician deflated the balloon and passed it up and over the popliteal lesion and inflated. The balloon inflated very slowly and the could not deflate. Consequently under fluoro guidance, he was able to use a micro-puncture kit (prepped externally) and punctured the balloon to remove it. The physician suspects there may be a kink on the device and felt that it was perhaps a prep problem.

Manufacturer narrative:
The angiosculpt device was unable to deflate. The physician used a micro-puncture kit to deflate the balloon, thus resulting in additional intervention performed by the physician. Although the complaint states that the balloon issue could have been due to improper preparation for use, it cannot be determined with 100% certainty that the angiosculpt device was not inflated in the packaging. The angiosculpt device was returned for lab analysis. Visual examination confirmed the balloon had been inflated. An overflow lifting was observed at the distal bond and the shaft was kinked. During functional testing, a 0.014" guide wire was inserted through the distal end with no issues. An attempt to inflate the balloon was not possible due to an occluded lumen, as a result, the device was soaked in water. Using an indeflator, negative pressure was applied with no leaks observed in the indeflator. The balloon was inflated to 12 atm and a leak was confirmed in the balloon. The device was then dissected to determine the failure location. Pin gauges were used to measure the inner diameter of the shaft. The shaft bond region was slightly under measurement. Thus it may be possible, but highly unlikely that this contributed to the balloon deflation issue. The IFU warns to not retract the catheter unless the balloon is fully deflated. Also, retained device component is listed as a possible adverse effect of the procedure.